Event description:
It was reported that this deep brain stimulation (dbs) patient underwent an explant procedure to remove the leads due to erosion in the scalp on both sides. The patient scalp was noted to be too thin to accommodate both leads on one side. The leads and lead extensions were removed due to infection in consequence of the erosion. Cultures were taken and confirmed the presence of staphylococcus. As a result of the infection, the patient was placed on antibiotics. The patient was reported to be doing well postoperatively. The device will not be returned by the facility for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: db-2203-45 serial number: (B)(6) batch/lot number: 5003711 model/catalog description: rgyle lead 45cm sterile kit unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55 serial number: (B)(6) batch/lot number: 5002589 model/catalog description: argyle extension 55cm sterile kit unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55 serial number: (B)(6) batch/lot number: 5002596 model/catalog description: argyle extension 55cm sterile kit unique identifier (UDI): (B)(4).